Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for complex reg pain syndrome type I and spinal pain. It was reported that in early 2019, the patient noticed they were charging more often because the ins was depleting more quickly; wasn't lasting as long. The patient has been charging every 1-1.5 weeks. No symptoms were reported. A request was made to see a manufacturer representative (rep). They were redirected to the doctor to get an appointment scheduled with a rep through the doctor's office. No further complications were reported or anticipated.